Event description:
The distributor contacted animas on (B)(6) 2012, reporting that the pump load step was not detecting the cartridge. This report is made based on the allegation that the pump did not detect the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed several zero force "loss of primes" and "no cartridge detected" alarms. The black box confirmed the zero force and "no cartridge detected" alarms. A rewind, load and prime sequence was successfully performed without alarms. On examination, the audio bolus button was noted to be missing and there was visible corrosion in the bolus button. The bolus button contact was functional. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. A leak test was performed and a leak was noted at the audio bolus button. A force sensor calibration test was performed and found to be within specifications. The force sensor flex was noted to be loose. The pump was removed from the casing for investigation with no corrosion noted to the interior of the pump. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.